Event description:
While attempting to resuscitate a pt. The device displayed "defib fault 72" message. The clinician obtained another device to continue treating the pt. There was any adverse effect to the pt due to the reported malfunction. During testing of the device subsequent to the event it additionally displayed a "pacer fault 116" message.